Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they received a no delivery alarm. Customer's blood glucose level at the time of the incident was unknown. Customer was able to troubleshoot. Customer reported that insulin did not exit when attempting to push it through with a plunger. Customer replaced the infusion set and observed insulin exit the tubing with the same reservoir. The product is expected to be returned.